Manufacturer narrative:
Initial.

Event description:
It was reported that after a supply change, the user noted a blood glucose of 272 mg/dl, administered 10 units of external insulin to treat the high, and did not disconnect from the ilet; the user was instructed to disconnect from the pump for at least two hours before reconnecting, and the event was recorded as a hyperglycemia episode associated with an improper procedure. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user, along with analysis of information provided by the user. Investigation of this case revealed no device problem found, while a usage problem was identified, specifically an improper or incorrect method, and no device component was applicable. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error caused or contributed to the event.